Event description:
Percutaneous renal procedure- drain being placed prior to scheduled stone removal. The guidewire broke inside the patient. While the md was attempting to reposition for better placement, the wire tip sheared off. Patient has been informed. She has a scheduled procedure in the operating room today- removal of the stone. She will have that and they will try to remove the wire at that time. FDA safety report ID# (B)(4).